Manufacturer narrative:
Pump received with the operating currents within specification and passed the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No excessive no delivery alarms noted. Pump passed the dat test at 0.08730 inches. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 498mg/dl. The customer treated with an IV. Customer indicated that their doctor has been contacted and their blood glucose value was also 498 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. Customer declined to check their settings. The customer did not have a tubing clamp and was advised to call back when it was received to perform the high pressure test. Customer ended troubleshooting at this point. No further details given.